Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump continuously stopped fill tubing at 9.8u and would not allow the customer to proceed. The customer's blood glucose level was 230 mg/dl. The customer administered an injection of short acting insulin.